Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid uretheral sling placement procedure performed on (B)(6) 2015. According to the complainant, post procedure, the patient could not feel and move her right leg. The physician decided to remove the sling the following day. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.